Event description:
At 1500, md stated that light source for the fornisee system was smoking. Light source was not connected at that moment to the fornisee system. Immediately the light source was turned off. Light cord removed and device removed from the patient.